Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation revealed episodes of supraventricular tachycardia that were treated with inappropriate anti-tachycardia pacing. The device was reprogrammed and no further action was taken. The patient is in stable condition.